Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently and for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.